Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an atrial pacing impedance measurement greater than 3000 ohms which triggered the lead safety switch (lss) switching the configuration from bipolar to unipolar. Atrial noise and oversensing occurred which resulted in a signal artifact monitor (sam) event that disabled the minute ventilation (mv) sensor. Additionally, atrial tachycardia response (atr) events were inappropriately stored due to the oversensed noise. Occasional farfield r-wave oversensing (ffrwos) was visible on the presenting electrogram. The clinical observations were documented, and further review was recommended. No adverse patient effects were reported.

Event description:
It was reported that an atrial pacing impedance measurement greater than 3000 ohms which triggered the lead safety switch (lss) switching the configuration from bipolar to unipolar. Atrial noise and oversensing occurred which resulted in a signal artifact monitor (sam) event that disabled the minute ventilation (mv) sensor. Additionally, atrial tachycardia response (atr) events were inappropriately stored due to the oversensed noise. Occasional farfield r-wave oversensing (ffrwos) was visible on the presenting electrogram. The clinical observations were documented, and further review was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.